Manufacturer narrative:
The device in question was test fired 3 times under magnification. The device was found to fire properly. The test fired clips were also examined under magnification and were found to have formed properly. Sterimed was unable to duplicate the malfunction seen at the user facility and the clip applier was found to operate properly upon return to sterilmed. Upon further discussion with the risk mgr, it was stated that the surgeon claimed a staple was protruding from the end of the device and nicked the blood vessel while trying to position the device. The device is designed to load a staple in the distal end of the device immediately following the firing of the device. The staple sits in a grooved setting in the end of the device until the handle is squeezed, thereby, crimping the staple and reloading a new staple in the distal end of the device. Sterilmed tried to reproduce a staple protruding from the end of the device but was unable to do so. As soon as the staple is manipulated out of the grooved setting it falls completely out of the distal end of the device. Again, the stated malfunction could not be duplicated. Furthermore, sterilmed reprocessed large quantity of clip appliers in 2007 and had no reportable adverse events involving this type of device during 2007.